Event description:
The sigma spectrum pump was infusing dobutamine IV-a 500 ml bag. When the medication was initiated at 11:20am, 2 nurses checked the IV, pump programming and medication dosage. The medication was to run 1.3ml/hr. Apparently 2/3 of the IV infused into the pt, the pt had a cardiac arrest at 11:48am, and was successfully resuscitated but there was only 50cc left in the 500ml IV bag at that time. We are assuming this "may" have been a pump malfunction. Addendum report: I had previously reported a pump problem on (B)(4) 2011. The sigma pump was thought to deliver a large amount of a medication (dobutamine) to this pt causing the pt to arrest. At the time we thought the pump had malfunctioned. I would like to clarify that after add'l investigation and pulling the infusion history on the pump we have reason to believe that this was a user error problem and not the IV pump problem that was previously reported. We are continuing to evaluate this pump with the MFR. Thank you.